Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached before use. The following information was provided by the initial reporter: when removing a shield, the hub was detached too.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo provided. The reported issue was observed and based on trend analysis no further action is required at this time. Unable to perform DHR check for needle hub separates due to unknown lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached before use. The following information was provided by the initial reporter: when removing a shield, the hub was detached too.